Event description:
Customer reported difficulty with the pump's quick bolus/wake button, which required multiple presses to activate the screen. There was no adverse impact on the customer's blood glucose level. Customer was instructed on how to press the button effectively and advised that the pump would be replaced, with instructions to return the defective pump using a pre-paid label.